Event description:
The patient's blood glucose results have been higher on the suspect device for two weeks. Patient's doctor adjusted their insulin accordingly. Patient began to feel shaky and was incoherent. Patient's spouse used the suspect device to check patient and the reading was 276 mg/dl. Patient took insulin and fell into a deep sleep. Patient's spouse checked patient's glucose again about seven hours later and the reading was 262 mg/dl and then spouse took patient to the hospital. At the hospital patient's glucose was 30 mg/dl. Patient was treated with d50. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.